Event description:
It was reported that after placing another company's stent across the first diagonal in the lad, the physician then needed to access the diagonal. A guide wire was advanced through the stent struts, but after about 20 mm, the guide wire could not go any further distal and the guide wire could no longer be torqued. The guide wire was pulled back, but it was thought that the guide wire was separating. The dilatation catheter, which had been used for pre-dilatation in the first lesion, was advanced as far as possible on the guide wire. Then, the entire guide wire was removed with the catheter. After removing the devices from the pt's anatomy, the guide wire was removed from inside of the catheter, and it was in two pieces.